Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had low blood glucose. Customer stated she attempt to bolus, the numbers of carbs came up and she puts it in and sees active insulin. Customer stated she had low blood glucose and then she ate something and it came back up. The customer's blood glucose was 46mg/dl. Customer may have overdosed; noticed an additional unit on the screen besides what she programmed. Customer treated with food. Customer declined to troubleshoot for low blood glucose. Asked customer to monitor the insulin pump to see if it happens again and call us back if pump adds more insulin. Customer got 7units of insulin and her blood glucose was 59mg/dl. The customer's current blood glucose was 69mg/dl.